Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. There was no reported impact to the customer's blood glucose level. There was no reported impact to the customer's blood glucose level. Reportedly, customer added insulin to the cartridge and completed the load process successfully.